Manufacturer narrative:
The investigation of purge leak ¿ pump has been completed. The purge pressure low and purge flow high near the end of the case was noted. Replacement of the purge cassette could not resolved the issue. The pump then was explanted as the patient's hemodynamic was stable. Data was not returned for review. Visual inspection found a crack on the yellow luer of the purge side arm. Leak was reproduced. No other issues were found on the rest of the pump. The root cause of the purge leak - pump was determined to be due to a damaged sidearm yellow luer due to high tension in combination with disinfectant and certain drug ingredients such as oil, alcohol, lipids etc.

Manufacturer narrative:
The impella pump and purge cassette were returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention section: cleaning ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Event description:
It was reported that an impella cp was placed along with extracorporeal membrane oxygenation in a patient when purge alarms occurred. Purge pressure was low and purge flow was high. They attempted to troubleshoot with purge cassette replacement and best practice for bypass was communicated. Luer lock was possibly missing. The patient was in very good hemodynamic condition. However, the pump was weaned to p2 and explanted. The patient survived the procedure.